Manufacturer narrative:
(B)(4). The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition. Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one device for evaluation, however the injector (syringe) was not returned with the unit for evaluation. A visual examination confirmed the reported condition, as a broken syringe tip was found stuck inside the fillport. The root cause was determined to be excess torque. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit.

Event description:
Baxter (B)(4) received a report that a syringe injector was broken in the filling port of an infusor during filling. This condition has the potential to interrupt therapy or breach the sterile fluid pathway. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.